Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of tissue injury is listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the vessel closure devices. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. The reported patient effect of tissue injury is known inherent risk of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right and left common femoral arteries was attempted with prostyle devices using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure using an 8f sheath. Reportedly the needles came out of the device without the sutures attached with three prostyle devices. The sutures of two prostyle devices were ultimately successfully pre-placed bilaterally. The sheath was upsized to a 22f and the evar procedure was completed. Due to the multiple removals and insertions of the closure devices [as a result of the reported malfunctions], there was bleeding from the puncture site after the intervention [tissue damage]. The puncture site was repaired surgically. There was a reported clinically significant delay due to the surgical repair. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle devices with reported issues are filed under separate medwatch report numbers.